Event description:
The patient was in the or for a ureteroscopy with stone extraction with holonium laser which is indicated for use for stone extraction procedures. The first treatment with the laser worked and the monitoring board which displayed energy settings worked fine. During the second consecutive treatment initiation, the monitor board completely locked out and at this time the surgeon stopped using this laser for the procedure. The surgeon then attempted to complete the procedure manually which is believed to have been when the actual patient injury occurred and not likely due primarily to this device. The surgeon feels the patient injury is indirectly related to the holomium laser since he had to stop using this device and proceed manually with another device (possibly less sophisticated). The video display for this laser was still functioning but according to site reporter, when the monitor board is not working, the laser will go out-of-service (not function). Therefore, the surgeon pulled this laser out well before the procedure was completed. Post operatively, (following the manual procedure) the patient injury was identified as severed ureter. The patient was immediately sent to radiology to have stent placed. Patient tolerated this stent procedure well. The treatment plan was then to have this severed ureter corrected by autotransplant although the patient has not returned to have this procedure performed. The operating room staff and physician do not recall this type of event occurring with this laser in the past and the laser did test fine on the routine pre-op check according to the or staff. According to the service report of manufacturer, the "laser was not entering self test and completely locked out of service mode".